Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately low compared to a hospital lab draw. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained during a follow up call with the patient on (B)(6) 2012. The patient reported since 2011, the meter was displaying readings of "140-180mg/dl" but could not provide any specific dates or times. The patient reported one day during 2011 she developed symptoms of "not feeling well, slurred speech, confused, falling over, and couldn't remember anything" witness by one of her friends. The patient reported, her friend took her to the emergency room (ER) and a lab reading of "1687mg/dl" was obtained. The patient could not recall the specifics of much of the visit, only what was told to her by her friends and family. The patient reported, she was treated with multiple bags of IV fluid with insulin and was admitted to the intensive care unit (ICU) for 2 weeks. The patient reported, she was awake but incoherent during that time, until her blood glucose was stabilized to "300-400mg/dl." The patient denied having been in a severe diabetic coma, she was never fully unconscious or unresponsive. The patient was unable to confirm if she was positive for ketones in her urine. The patient reported, she was only treated for diabetes while hospitalized. The patient reported her medications prior to the alleged issue were a combination of medications including 100 units of lantus insulin, twice daily and 45 units of regular insulin 4 times daily. The patient was told that her "pancreas had shut down 100% and was resisting any insulin" therefore, her medications were changed to "high resistance insulin, 500-u regular" a set dose 4 times a day as of 6 months prior to contacting lfs. The patient reported she normally tests 6 times a day and her normal results vary between "140-180mg/dl." The patient reported, she is morbidly obese, however, her diet is controlled and her diabetes management is very severe. The patient reported, she believe the meter to be partly at fault for the severe injury, since she was obtaining blood glucose readings within her normal range for months prior to the symptoms developing and there was a delay in treatment as a result. The patient also put her medicare insurance responsible for the delay in treatment, since she was unable to see an endocrinologist for 6 months prior to the hospitalization. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement. The cca noted the patient was using an approved sample site to obtain the samples. However the time elapsed between the meter readings and the hospital lab reading was greater than 30 minutes, therefore did not meet lfs¿ criteria for accuracy testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event because due to the alleged issue, the patient reported she delayed treatment, developed symptoms suggestive of hyperglycemia, obtained a severely high blood glucose reading and was hospitalized for severe hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.